Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 complete jaw separated. Venous branch bleeding, held until stopped. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 complete jaw separated. Venous branch bleeding, held until stopped. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. Corrected sections: d10- device was returned on 03/13/2020, h-6 device codes: remove "leak 1354" the device was returned to the factory for evaluation on 13mar2020 and an investigation was conducted on (B)(6)2020. A visual inspection was conducted. Signs of clinical use was observed. Charred tissue and blood was observed on the heater wire. Microscopic inspection was conducted. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. No other visual defects were observed. Based on the return condition of the device, confirmed for the reported failure "material twisted/bent". Specific actions for the reported failure mode material twisted/bent are being maintained and documented under maquet's failure investigation report (fir) system.